Manufacturer narrative:
(B)(4). Methods: device history record reviewed for ncmr and CAPA. Actual device involved in incident was evaluated. Results: record evaluation completed. Complaint could not be confirmed. Device performed according to specifications. Conclusion: device evaluated and alleged failure could not be duplicated. Device operated according to specifications. Itc has requested all data required for form 3500a.

Event description:
Patient self tester with protime microcoagulation system reports discrepant results. The clinic inr 2.3 and on protime result inr 1.5. The patient's therapeutic range pt/inr 2.0-3.0. No adverse event(s) reported.